Event description:
It was reported to boston scientific corporation that an extractor pro rx was used during a stone extraction procedure. According to the complainant, during the procedure, the catheter kinked and was not able to advance through the common bile duct. The procedure was completed with another extractor pro rx. There was no visible damage to the device or packaging prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Investigation results revealed on (B)(6) 2013 that the shaft of the balloon was damaged, making this a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years old. Event revealed by the investigation of catheter c-channel torn. The complaint sample was returned for evaluation and the reported defect of catheter difficulty advancing was not confirmed but the reported kink in the catheter was confirmed; the shaft was found to be kinked 74cm, 75cm, 79cm and 80cm from the hub and two nicks were also noted on the c-channel at 75cm and 80 cm from the hub at the location of two of the kinks on the catheter. It is possible that the catheter was not pushed through the scope using ¿short, deliberate 2-3cm movements¿ as per dfu instructions`, resulting in the catheter kinking; however this cannot be conclusively determined. The c-channel nick defects are consistent with attempting to push/withdraw the catheter against resistance which may have occurred when the catheter kinked and shaft could not be advanced further into the cbd; however this cannot be conclusively determined. Based on the available information and the investigation results and as the complaint occurred during the procedure, inside the patient, a probable root cause of operational context will be assigned to this complaint as the catheter was damaged most likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. The device history record has been reviewed for manufacturing issues, and there was no non-conformance raised for the lot. There were no issues or discrepancies found which could relate to this complaint. A review for similar complaints for lot number 16058778 was completed and there were no other complaints reported for this lot.